Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that they have a problem and want an internal paddles adapter cable. There was no patient or user involvement.